Event description:
Reporter stated that 1 set had a free flow on the green line when installed on the compounder, but before the compounder was programmed to pump. The reporter stated that the users do prestretch the tubing prior to installation and they do turn the rotors counterclockwise to seat the tubing. Qm told the reporter not to prestretch the tubing. He will send the set to the lab for analysis. No pt involvement.